Event description:
It was reported that a button on the customer's insulin pump was unresponsive. The customer had reportedly reverted to insulin shots. No further details were given.

Manufacturer narrative:
The insulin pump was received with unresponsive act and down buttons due to corroded keypad traces. The insulin pump had broken reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).